Event description:
A physician reported that after the intraocular lens (iol) implantation surgery, the iol rotated post surgery causing refractive surprise.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).